Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug button of a 5f exoseal vascular closure device (vcd) cannot be pressed and the plug cannot be released. There was no reported patient injury. A 5f non cordis sheath was used. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the plug button of a 5f exoseal vascular closure device (vcd) cannot be pressed and the plug cannot be released. There was no reported patient injury. A 5f non cordis sheath was used. The physician was certified in the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. Femoral artery suitability was verified via angiography, including confirmation of the vascular sheath introducer insertion angle between 30¿45 degrees. The vessel diameter was confirmed to be at least 5 mm. There was no visible calcium or plaque at the puncture site, and no stent was present nearby. The vessel did not exhibit stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with a closure device or manual compression within 30 days prior to the procedure. No pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was observed at the access site prior to exoseal vcd use. Hemostasis was achieved through manual compression. The exoseal vcd and vascular sheath introducer were retracted together until both pulsatile flow significantly slowed or stopped from the bleed-back indicator and the indicator window turned solid black. However, the plug deployment button could not be depressed at the time the indicator showed solid black. The device will be returned for evaluation. One non-sterile exoseal vascular closure device, 5f, was returned for investigation. Visual inspection showed that the deployment lever was not depressed, the guard was locked, the plug was in the manufacturing position, and the indicator wire was fully deployed. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the unit. The indicator window was in the black/white position, and no additional anomalies were observed. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, resulting in indicator wire retraction and plug deployment as expected. Additionally, the indicator window transitioned to the black/white and red position as intended. A high magnification evaluation was executed to assess the internal mechanism of the device. During this analysis no abnormal conditions were observed. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the device received since the lever was able to be depressed and successful deployment was achieved. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
As reported, the plug button of a 5f exoseal vascular closure device (vcd) cannot be pressed and the plug cannot be released. There was no reported patient injury. A 5f non cordis sheath was used. Additional information was requested but not provided. One non-sterile exoseal vascular closure device, 5f, was returned for investigation. Visual inspection showed that the deployment lever was not depressed, the guard was locked, the plug was in the manufacturing position, and the indicator wire was fully deployed. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the unit. The indicator window was in the black/white position, and no additional anomalies were observed. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, resulting in indicator wire retraction and plug deployment as expected. Additionally, the indicator window transitioned to the black/white and red position as intended. A high magnification evaluation was executed to assess the internal mechanism of the device. During this analysis no abnormal conditions were observed. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the device received since the lever was able to be depressed and successful deployment was achieved. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.